Event description:
It was reported that the patient experienced a low glucose event the night prior, treated it with oral glucose, and later clarified they had not eaten that night; the device-related problem could not be determined and the device component was not identified. Symptoms included hypoglycemia with shaking or tremors. Outcomes included a serious injury/illness/impairment. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component remained insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.